Event description:
It was reported that the patient presented at the hospital because this inflatable penile prosthesis (ipp) was not working properly. The device was explanted two weeks later, and a hole in the reservoir was reported; the cause of this hole was not detailed by the hospital. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported clinical observations of the device not working properly. Analysis found a hole in the reservoir consistent with explant damage but did not find any additional damage that could have impacted device function while implanted. The device met manufacturing specifications. Device history record (DHR): review of the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the reservoir was visually inspected, leak tested and examined using a microscope. There was a leak in the reservoir shell caused by sharp instrument damage consistent with explant. No further damage was found during analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Upon removal, the device was removed and inspection revealed a hole in the reservoir. The cause of the reservoir hole was not detailed by the hospital. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported mechanical issue was confirmed, as analysis identified pump activation issues. Device history record (DHR) review: review of the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. This wear would not affect the functionality of the device. Both cylinders passed all tests performed. The reservoir was visually inspected, leak tested and examined using a microscope. There was a leak in the reservoir shell caused by sharp instrument damage consistent with explant. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump was functionally tested and did not pass activation testing. Product analysis concluded these activation issues could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Upon removal, the device was removed and inspection revealed a hole in the reservoir. The cause of the reservoir hole was not detailed by the hospital. All components were removed and replaced. The patient had a stable outcome and improved following the surgery.